Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. Per the patient, they were currently on a low dose. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that at implant, the patient was about (B)(6), but then went on a strict diet and lost over 30 pounds. In the last 2-3 weeks, the pump moved freely in their body, had flipped on its side, and their pain had come back. No further patient complications have been reported as a result of this event.